Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was clotting in an unspecified number of devices. Sample recollection occurred. There were no further health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. A total of 100 retained samples were inspected for factors that would relate to clotting and no abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of march 2025. At this time, further testing is not indicated. This complaint has not been confirmed for the indicated failure mode clotting. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was clotting in an unspecified number of devices. Sample recollection occurred. There were no further health consequences or impacts reported.